Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000430697 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires became dislodged from the jaws. Generator was on 2.5. Cauterizing tool was inserted correctly (experienced harvester) . There was no incident that caused any bleeding , cauterized well. Just noticed it after a burn. Replaced it right away. No real delay maybe 3 minutes and continued on with good vein quality received. No harm done to patient or vein.